Manufacturer narrative:
H3. The system was serviced in the field, and the system performed as intended. Software analysis determined that the logs captured the segfault in qmlguiservice on the date of issue. The corefile was generated by "qmlguiservice", coredump captured that the program terminated with signal sigsegv, segmentation fault in libnvidia-glcore.so.430.40 library with the function defaultshaderstoragebufferobject: initialize. This issue is consistent with a known software issue. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used in an unknown procedure. It was reported that the site had experienced an unknown error while in surgery. The site was having issues passing registration where they did not feel that the registration pattern matched their technique. The manufacturing representative (rep) had them switch from the patient reference frame registration to trace and they were able to continue with registration. After passing but before they could verify the registration, the 3d model flickered and suddenly developed gaps. The screen then went blank and flashed an error. The site rebooted the system and was able to use the previous registration to continue with surgery. Additional information received reported the type of procedure being performed was a functional endoscopic sinus surgery (fess). There was a short delay in the surgical procedure of 10 minutes trying to register and having to reboot the system. No impact to patient outcome.